Event description:
The customer reported a pressure problem with power PICC. A CT staff member reported that there are problems with contrast injections with ultravist® and PICC. The contrast medium is very sticky. The infusion line from the injector is screwed to the needle-free connector. First rinse with nacl 0.9% and then inject a volume of 50-300ml of the contrast medium under pressure. The flow is 4ml/sec. After a few seconds the pressure in the system rises to 8bar and the device regulates. However, something always came out of the PICC and I did not have any kink in it. I tested with and without a needle-free connector, almost unchanged values. Additional information: the catheter doesn¿t leak and with nacl there was no problem. But with the contrast, the pump showed after a moment a high pression and stop to work. The machine was put on 4ml/second, but every time they tried it doesn¿t work means the pression got higher and higher and then stopped the procedure. The PICC is in the patient. The solution for the procedure was then, that the patient got and pvc like venflon pro safety.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The customer reported a pressure problem with power PICC. A CT staff member reported that there are problems with contrast injections with ultravist® and PICC. The contrast medium is very sticky. The infusion line from the injector is screwed to the needle-free connector. First rinse with nacl 0.9% and then inject a volume of 50-300ml of the contrast medium under pressure. The flow is 4ml/sec. After a few seconds the pressure in the system rises to 8bar and the device regulates. However, something always came out of the PICC and I did not have any kink in it. I tested with and without a needle-free connector, almost unchanged values. Additional information: the catheter doesn¿t leak and with nacl there was no problem. But with the contrast, the pump showed after a moment a high pression and stop to work. The machine was put on 4ml/second, but every time they tried it doesn¿t work means the pression got higher and higher and then stopped the procedure. The PICC is in the patient. The solution for the procedure was then, that the patient got and pvc like venflon pro safety.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon. A batch history review (bhr) of regq0674 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of an occlusion warning during infusion at 4ml/sec was confirmed but the cause is unknown. Two photographs of the screen on a power injector were returned for evaluation. A warning for an occlusion was seen on one of the screens while the other screen showed that the pressure was reaching approximately 8 bars while infused at a rate of 4ml/sec. It was reported that some contrast was seen infusing through the catheter during power injection, which would indicate either a partial occlusion or a buildup of pressure due to the infusate. The submitted photograph did not contain enough information to identify a specific root cause. Possible contributing factors could include a kink/bend in the catheter, a restriction in one of the devices (e.g. A connector, extension tubing, catheter, etc.), a partial occlusion (either biological or precipitate) in the catheter or auxiliary device, or a viscous infusate. A review of the manufacture quality and inspection records for the specific lot involved found no potentially related issues encountered during the manufacture and assembly of that product lot. The IFU states, ¿vigorously flush the powerpicc® catheter using a 10 ml or larger syringe and sterile normal saline prior to and immediately following the completion of power injection studies. In addition, lock each lumen of the catheter with heparinized saline. Usually one ml per lumen is adequate. This will ensure the patency of the powerpicc® catheter and prevent damage to the catheter. Resistance to flushing may indicate partial or complete catheter occlusion. Do not proceed with power injection study until occlusion has been cleared.¿ and ¿contrast media should be warmed to body temperature prior to power injection. Warning: failure to warm contrast media to body temperature prior to power injection may result in catheter failure.¿ h3 other text: evaluation findings are in section h11.

Event description:
The customer reported a pressure problem with power PICC. A CT staff member reported that there are problems with contrast injections with ultravist® and PICC. The contrast medium is very sticky. The infusion line from the injector is screwed to the needle-free connector. First rinse with nacl 0.9% and then inject a volume of 50-300ml of the contrast medium under pressure. The flow is 4ml/sec. After a few seconds the pressure in the system rises to 8bar and the device regulates. However, something always came out of the PICC and I did not have any kink in it. I tested with and without a needle-free connector, almost unchanged values. Additional information: the catheter doesn¿t leak and with nacl there was no problem. But with the contrast, the pump showed after a moment a high pression and stop to work. The machine was put on 4ml/second, but every time they tried it doesn¿t work means the pression got higher and higher and then stopped the procedure. The PICC is in the patient. The solution for the procedure was then, that the patient got and pvc like venflon pro safety.